Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed two pump stop events that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contains data from 02apr2019 though 17may2019. On (B)(6) 2019, following a backup battery load test failure, the file captured the driveline being disconnected at 11:45:30 pm, causing the pump to stop. The driveline remained disconnected until 11:45:45 pm. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low flow, driveline disconnect, and lvad off alarms were active. In addition, backup battery fault alarms were also noted (refer to pi-2019-0108423-02). The driveline was disconnected again at 11:53:16 pm and the controller was powered down. The controller was reconnected to power on (B)(6) 2019 and (B)(6) 2019 and was in use for approximately 3 and 45 minutes before turning off; it was noted that the controller was not connected to the pump during that time. The data recorded in the log file showed that the pump operated as intended at or above the low speed limit while the driveline was connected. The system controller periodic log file showed the pump operated as intended. No lvad log files were provided for review. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function and outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 9 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported log file review observed a driveline disconnect for an unknown reason. There were no other unusual events seen within the log file. No additional information was provided.